Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer's blood glucose level was reported as 574 mg/dl about a month ago and then 405 mg/dl. Customer's blood glucose level was 117 mg/dl during the call. Customer was assisted with clearing the alarm. Customer uses the sensor feature on the pump. It was explained that a false motor error may be caused by viewing the sensor glucose graph while the pump is delivering a bolus. Customer stated that they are able to complete the rewind sequence. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer also treated for her high blood glucose levels. Customer had motor error and low battery alerts in the alarm history. Customer woke up with a blood glucose level of 368 mg/dl. Troubleshooting was performed and the pump passed the displacement test. Pump will be replaced due to motor error. No further assistance needed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.